Event description:
Upon completion of coronary catheterization by radial approach, info provided states the pt experienced cellulitis, with skin inflammation. This was reported to have occurred three separate times.

Event description:
Catheterization was performed by right radial puncturing, with the result of normal coronary artery. Twenty-seven days later, local symptoms of skin irritation began at the puncturing region. Information provided states the pt experienced eritematose plaque, hot fluctuant and very painful, compatible with abscess. Doppler study was performed: radial artery without flow restriction. The pt was treated with antiobiotics and the area was surgically drained. This was reported to have occurred three separate times. Refer to have occurred three separate times. Refer to 1820334-2005-00238 and 1820334-2005-00239.